Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had granuloma checks. It was noted the patient was going to the health care provider to see if he had a cerebrospinal fluid (csf) disorder. The patient had brain surgery in january which caused pressure in his brain.

Event description:
Additional information received reported two days following the refill on 2014-05-29 the patient woke up in pain and completely ill. It was reported "they detected no medication" in his system. A urinalysis and "blood test" were done to detect the pump drugs. The hcp reportedly took a sample of the drug in the pump after the refill on (B)(6) 2014 but did not send in the drug after the sample was taken. That was when the patient was discharged and it was noted the hcp didn't send in the sample because the cost was one hundred dollars. The dea was reportedly looking at the hcp, the patient "got wind" of this information from the hcp after the hcp made a comment that the dea was bothering him. It was then reported the patient's new current managing hcp was doing a MRI because the health care provider (hcp) was making sure there were no granulomas. The patient was to get his pump checked the following day, (B)(6) 2014, at his refill. It was also reported the hcp ordered new medication and would be adding two other drugs, fentanyl 1000mcg/ml, clonidine 100mcg/ml and marcaine "0.09%". No further information was provided.

Event description:
It was reported that the patient¿s concentration of fentanyl was changed on (B)(6) 2014, and the reporter alleged that the volume of their bolus dose over 48 hours was not correct. The reporter noted the concentration of the dose was changed from 1000mcg/ml to 2000mcg/ml. The pump was being used to deliver fentanyl. It was further reported that printouts were reviewed and it was confirmed the patient was getting the correct hourly dose. It was again reported that the patient¿s concentration of fentanyl was changed on (B)(6) 2014, and since the morning of (B)(6) 2014, the patient¿s reaction was ¿not good¿. It was also noted that the patient had ¿two 25% ratings¿ over the past 2 weeks and the patient had felt worse. The patient had an appointment with their hcp. It was later reported that the patient thought the pump was not delivering the medication, starting when they woke up on (B)(6) 2014 and still on (B)(6) 2014. Per the reporter, when they increased the concentration and decreased the volume on (B)(6) 2014 (as previously reported), everything seemed to work fine from that day until (B)(6) 2014, but when the ¿old medication ran out¿, on the morning of (B)(6) 2014, the patient was ¿violently sick¿ and was still sick and in pain. The reporter thought the patient was at minimum rate and that ¿maybe the pump was not handling that concentration¿. The patient saw their hcp on (B)(6) 2014, and they said the pump was fine. It was noted they had increases on thursday, monday and tuesday. The reporter stated they were thinking they were having a ¿volume issue/thought it was something mechanical¿. The reporter stated the pump had been a nightmare since implanted. The reporter was referred to the hcp. It was later reported that patient believed the pump had stalled, was not working, and they were getting no medication. The patient stated "something is wrong I'm very sick¿, and stated "or there's the wrong medication in it again, it happened before". The reporter was redirected to the patient's hcp. It was further reported that the cause of the event was unknown. Dose adjustments were done and the patient stated they were still not receiving any relief with 2 titrations and increases in dose. It was noted the patient was not recovered as they still stated no pain relief. The patient stated with the increased concentration from 1000mcg/ml to 2000 mcg/ml, they were having more pain and experienced withdrawal symptoms. [Refer to manufacturer's report # 3004209178-2013-21291 for details regarding patient's first reaction to drug]

Event description:
Additional information received reported the patient was dismissed by their health care provider (hcp). The patient felt like "whatever was put in" his pump, the higher concentration drug at a higher dose on (B)(6) 2014, was "not right." The patient didn't believe it was drug. The patient was in pain and sixty hours after the drug was put in, he started feeling the pain, was sick and went through withdrawal. He then asked his hcp to test the drug but the hcp wouldn't. The patient also asked for a dye study to be performed but the hcp wouldn't and shortly after he was dismissed. It was then reported the patient had his blood drawn and it showed minimal drug in his system. He had previously been on "tromadal" but that made him sicker so he was no longer taking it. It was reported that the patient had a new hcp and would be seeing him for his pump on (B)(6) 2014. It was noted the patient would possibly also go to a pain management hcp to discuss the toxicology report of his blood and go on oral medications until he could "get the pump figured out." No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID ne u_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).